Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided) resulting in a loss of consciousness. Reportedly, customer's continuous glucose monitor was not available due to a non-tandem sensor issue, and customer was not monitoring bg levels. Customer required assistance from emergency medical technicians to treat bg level, however, no information was provided regarding treatment received. The customer was instructed to consult with healthcare provider regarding bg level.